Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard meridian filter was deployed in infra renal location. Post deployment study showed none of the filter legs were noted outside the confines of the inferior vena cava and there was approximately 15-degree of rightward tilt of the filter. However, the filter apex was within the lumen of the vein. The position of the legs and position of the filter apex were adequate for removal when becomes clinically indicated. An abdominal sonogram was also performed on the same day for abdominal pain and the study showed an inferior vena cava filter in place. After, five days the patient expired. The death certificate was provided, and the cause of death was mentioned as pulmonary embolism, pulmonary hypertension, and right heart failure. Therefore, the investigation is confirmed for positioning issue of the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4(expiry date: 03/2013),g3, h6 (conclusion). H11: b3, g1, h6 (method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism, pulmonary hypertension, right heart failure and expired.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. During the deployment, the filter is approximately 15 degree of rightward tilt of the filter. Therefore, the investigation is confirmed for the positioning issue. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown.at this time, it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism, pulmonary hypertension, right heart failure and expired.